Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance, and have been intermittently out of range greater than 125 ohms for the past seven months. The lead remains in-service. No adverse patient effects were reported.